Manufacturer narrative:
Event date was asked for but unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the short spinous process clamp was sticking, and after a case a washer popped off. The clamp no longer works. There were no problems during the case as the item broke after the case. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the short spinous process clamp was received by the manufacturer for evaluation. Through visual/physical examination, the reported issue was able to be duplicated. The retainer ring had been pulled from the tip of the adjustment screw. In that condition, the screw was able to close the clamp but not open it. It was determined that there was a physical damage failure with the returned clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.